Manufacturer narrative:
The field service engineer found that one reagent probe was misadjusted. He adjusted the probe and checked all vacuum lines on the rinse head and tested the pressure. The valves were cleaned and the rinses were adjusted. The instrument is running with no alarms. The customer ran quality controls which passed successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the astl (aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation) assay on a cobas 8000 c 502 module. The customer noted that they had quality control recovery issues with astl and with two other tests on the analyzer. The sample initially resulted in an astl value of 26.7 u/l and repeated as 59.3 u/l. The repeat result was deemed correct. The questionable result was reported outside of the laboratory. The astl reagent lot and expiration date were requested but not provided.